Event description:
During testing at the user facility the device alarmed with a s321 (motor error - pmc , left) malfunction alarm code. The device was initially returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reporter delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device mechanism was received for investigation. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.